Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported a pump refill was attempted 2 weeks ago and due to the patient¿s size they were unable to refill the pump; they thought that it had moved. It was unclear if the pump was aspirated at that time. The patient arrived at the clinic today ((B)(6) 2012). The doctor took him under x-ray, put the needle in twice and aspirated the pump and there was no medicine in the reservoir; they expected 2.4. It was thought that a subcutaneous injection of medication into the pocket could have occurred at the previous refill. The patient had had no symptoms and had always described his pain as a 10/10 whenever asked. The patient had not had any flu-like symptoms. The patient had never really had pain relief from the pump. It was noted that the patient was a hospice patient and they were considering weaning the patient off of the pump and treating the patient orally. The device system was delivering dilaudid. It was later reported that the pump was refilled; the refill was difficult.